Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01604. It was reported that a perforation and pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 24mm watchman ® laa closure device was deployed too proximal after difficulty maintaining the necessary torque for good placement. The device was fully recaptured and the physician chose to reposition the watchman ® access system without using the pigtail catheter. The device was deployed again, but was still too proximal. The physician opted to deploy the device again and inadvertently perforated the apex of the laa. The patient pressures started to drop and a pericardial effusion was detected on the transesophageal echocardiogram (tee). The patient also experienced cardiac tamponade which was controlled. It was believed that the closure device was protruding from the pericardium as witnessed through fluoroscopy imaging. The physician performed pericardiocentesis and drained the effusion and re-infused blood back to the patient. Once the patient was stable enough, the physician successfully deployed a new closure device and continued to drain the effusion until the surgeon arrived. The patient then underwent open heart surgery to repair a 5mm tear that appears to have occurred with the 3rd full recapture of the 1st device. 2nd device was placed appropriately and left in situ. The patient was stable and taken to intensive care unit and was given blood products overnight. The patient is recovering well after the surgery. The physician is happy with her progress.